Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, when the stent was being pulled back into a non-boston scientific (bsc) guide extension catheter, the stent came off balloon and was left in the proximal portion of right coronary artery. Multiple balloons were inserted through the stent starting with a 1.5mm and increasing in size. The physician then deployed a non-bsc stent to crush the dislodged stent. The procedure was completed successfully. There were no patient complications.